Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that when trying to perform a laser assisted flap on a patient's left eye during lasik suction was lost. Loss of suction occurred within seconds of finishing flap creation. Procedure was aborted. Intervention has been postponed for now. Upon follow up, the patient had a retreatment at the same time making a larger and deeper flap. The patient evolves adequately.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The company service representative examined the system and was unable to confirm or replicate the reported event. No problem was found with the system. The company service representative reviewed the system vacuum and found correct settings. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).